Event description:
It was reported that the fiber tip cracked. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber tip crack event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. The lot number for the reported greenlight fiber was not provided. A ship history review was performed and identified 1 potential lot number shipped to this customer. The review identified lot 29854578 as potential greenlight fiber lot number that was likely present at the facility. A DHR review for the lot number confirmed that the device met all material, assembly and performance specifications. Based on the limited information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber tip cracked. The procedure was completed with another device. There were no patient complications.